Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer experienced reduced suction and the tissue sample was stuck in the device tubing, requiring the technician to cut the tubing to obtain the samples. It was reported that the procedure could not be completed, and the patient was rescheduled. A field engineer was dispatched to examine the equipment and determined the cause was related to a malfunctioning needle. The customer reported a similar issue on (B)(6) 2025 (submitted under a separate report). A field engineer was again dispatched to examine the device and determined that the driver needed to be replaced. The field engineer replaced the driver, performed the necessary calibrations and confirmed that the system is now functioning in accordance with manufacturer specifications.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.